Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) device was a custom coated device due to the patient having a history of infections. The patient also had pain and felt it was similar to previous infections they had incurred. The device tested fine, remains in use, and the infection was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).